Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. Patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for two (2) patients.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found bubbles in the buffer syringe. The fse replaced the buffer valve to resolve the issue. The fse performed calibration, quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).